Event description:
Technician alleged the head section gas spring assembly will not fully retract and allow head section to go flat. The problem was isolated to gas spring assembly. Tech replaced the gas spring assembly to resolve.